Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high readings and occlusion on the reservoir. The customer's blood glucose level was 440 mg/dl at the time of the incident. The customer received multiple no delivery alarms during basal and bolus. The customer was assisted with 5.0 unit fixed prime and insulin exited. The product was not returned for analysis.